Event description:
Customer reported an issue with the pump's time settings, which needed updating. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for further discrepancies, with the caller understanding and acknowledging the guidance.